Event description:
It was reported that the patient went to the emergency room (ER) with hypoglycemia. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, vomiting, confusion and pain. The patient was reportedly diagnosed with "low hypoxemic," though the patient was unsure if this was the specific diagnosis provided. The patient was treated with food and an unspecified shot. The patient was discharged the same day. The pod was removed from the pod site (arm) and disposed of at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone14.8, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.